Event description:
It is reported that the patient is experiencing a high blood glucose level of 463mg/dl as well as an error alarm on their insulin pump. Customer treated with a manual injection. Trouble shooting was performed. Customer was advised to cease use of pump and resort to back up. The device will be returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.